Event description:
Additional information was received confirmed the available patient and device information. No further information was able to be provided.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient and a manufacturer representative reported that the patient¿s implantable neurostimulator (ins) was in overdischarge. Communication could not be established with the clinician programmer. They did not have their recharger or programmer at the time of the report to try communicating with those. The patient noted that they charged their ins 2 weeks prior to (B)(6) 2016. The patient met with a manufacturer representative again on (B)(6) 2016 and they tried using the antenna locate feature but it kept bringing them back to the reposition antenna screen. They had already tried 1 physician recharge mode (prm) but they were still seeing a reposition antenna screen on the recharger and a poor communication screen on the patient programmer. Additional information received on 2016-jul-08 reported that the power on reset (por) was cleared successfully. The por code was 0x2608. The situation was considered resolved. There were no patient symptoms reported.